Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon visual inspection, two out of three segments showed coils were extremely stretched, the insulation was torn and ripped apart, and the extracting stylet was stuck inside both. The damages on these two segments of the lead were induced during the explant procedure. The lead was electrically continuous. The segments with the extracting stylet inside were x-rayed and no fractures were observed. One of the returned segment was found to have the silicone insulation abraded through to the outer coil. The abrasion was smooth and spiral and appeared to have resulted from lead on lead contact. The allegation was confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing lead impedance and threshold measurements. No out of range impedance measurements were observed. Subsequently, the ra lead was explanted and successfully replaced. The ra lead was not tested through the pacing system analyzer (psa). No adverse patient effects were reported.